Event description:
It was reported that 4 syringe plastipak 10ml s/su experienced missing scale marking which were noted prior to use. The following information was provided by the initial reporter: syringes without scale marking.

Manufacturer narrative:
H.6. Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The photo sent by the customer was verified and it was possible to observe scale marking missing. The probable cause for the defect is related to failure at printing system at the marking machine entrance, allowing the defect product flow of the process. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 syringe plastipak 10 ml s/su experienced missing scale marking which were noted prior to use. The following information was provided by the initial reporter: syringes without scale marking.